Manufacturer narrative:
Event date: (B)(6) 2010. Literature citation: lee, michael s., md and giuseppe tarantimi, md; jola xhaxho, md; tae yang, md; ashkan ehdaie, md; ravi bhatia, md; enrico favaretto, md, jonathan tobis, md. Sirolimus versus paclitaxel-eluting stents for the treatment of cardiac allograft vasculopathy. 2010. J. Am. Coll. Cardiol. Intv. Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that post a stenting treatment procedure, the patient expired. A taxus stent was implanted and the patient was reported to be non-compliant with the medication. At 155 days post procedure, the patient expired. Additional information has been requested and is not available